Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 6. Reference MFR reports: 1627487-2014-24036, 1627487-2014-24035, 1627487-2014-24034, 1627487-2014-24038, 1627487-2014-24039. Patient received two 3189 leads with the same lot number (4245741). It was reported one of the patient's peripheral (off-label) lead tips eroded through her scalp. The patient underwent surgical intervention on (B)(6) 2014 to reposition the lead. Effective stimulation was restored postoperatively.